Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by the journal of arthroscopy titled ¿clinical and radiologic outcomes of all-arthroscopic latarjet procedure with modified suture button fixation: excellent bone healing with a low complication rate¿. The study reviewed thirty (30) patients who underwent shoulder procedures using arthrex pushlock devices. Twenty (20) patients were documented to have had glenohumeral instability resulting in one (1) patient experiencing a non-union. Ref: shao, z., et al. (2022). "Clinical and radiologic outcomes of all-arthroscopic latarjet procedure with modified suture button fixation: excellent bone healing with a low complication rate." Arthroscopy 38(7): 2157-2165.e2157.